Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2025 due to which patient went to emergency room and got hospitalized. The emergency medical services (ems) was dispatched and was with patient for 45 minutes. The patient was treated with peach juice other than insulin. The blood glucose level was 28 mg/dl at the time of event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011752, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 21-nov-2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6011752" . The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011752 was manufactured according to the work instruction (wi) version 82and manufactured in the multivac 12 on 28-feb-2025, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 9: a sample was found with the tubing outside the needle introducer. According to the sampling plan performed the lot was released. The sub-assembly: the lot 5b01814 was assembled according to the wi version 28 and manufactured on 28-feb-2025, with a total of (B)(4) units. The lot 5b03934 was assembled according to the wi version 28and manufactured on 28-feb-2025, with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code gluing of tubing of the lot 5b01822 was manufactured according to the wi version 42 and manufactured in the machine mp04, mp08, on 23-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code. No malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples, a sampling plan extended was performed during final inspection outgoing process no related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.